Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to pt injury. Device issue: dislodged stent. It was reported that the stent was not crimped on the balloon. The stent had dislodged. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information, however, the device was not returned to abbott vascular for analysis. Factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, or interactions with other device s and/or anatomy. In this case, it cannot be determined if the device had been prepared or handled prior to noting that the stent had dislodged. Without a returned device for analysis, a definite root cause for the dislodgement cannot be determined.